Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Preventive maintenance kit was installed; ran operational verification procedure (ovp) and performance check, performed solenoid test and calibration. The unit passed all test and runs according to manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is not capturing tidal volume. At this time, there is no information regarding patient involvement associated with the reported event.